Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was found that the pressure of the valve could only be adjusted between 7 and 8. Considering the condition of the patient, the low pressure shunt is necessary, so a new tube was implanted for the patient.

Manufacturer narrative:
The valve was returned in a plastic bag and was submitted dry without liquid. The progav valve was set to pressure range 7cmh2o. A visual inspection was performed and scratches could be observed but there were no other deformities. However, the measurement of the plane parallelism could detect a deformation, the valve is with -0.04 mm outside the permissible tolerance (tol. 0 +/- 0.02 mm). Deformations can impair the functionality of the brake function and also the adjustability of the valve. To proof the penetrability we carried out a permeability test. This test was carried out at a hydrostatic pressure difference of approximately 20-30 cmh2o in the flow direction. The investigation showed that the progav valve was permeable. Our adjustment tests are carried out with the standard progav check mate and measurement tool. The valve is adjusted from 0 up to 20 cmh2o and down again in the same way in steps of 5 cmh2o. It was found out that it was not possible. To measure the braking force we have investigated the valve with a braking force apparatus. Here it is measured how much force must be exerted on the housing of the progav2.0 valve to release the rotor to adjust the valve by the integrated magnets. The brake function could be proven correctly. However, the measurement of the braking force could not be investigated because it was not possible to adjust the valve as described under point "3.6 adjustment test". Based on our investigation results we can confirm that the valve was not adjustable. We suspect that the strong deposits in the valve could have caused the valve's non-adjustability. No further actions are required.